Event description:
The oral syringes/dispensers mfg by neomed do not say "for oral use only" anywhere on the syringe. The 6 ml syringe is calibrated in 0.25 ml increments; whereas, other 5-6 ml oral syringes are calibrated in 0.2 ml increments. We feel that these issues could lead to potential dosing/administration errors.